Event description:
Patient had a left hemi hip where doctor used a restoration modular stem with a unipolar head. Patient has been a chronic dislocater. Doctor opted for revision surgery, removed unipolar head and sleeve, put in a hemi ha cup with an mdm liner and head, stability was achieved with trials and final implants were implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Dr. Deemed nothing wrong with implant. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving a unitrax head was reported. The event was not confirmed. The device was not returned for evaluation. A device history review indicated that the reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined as further information is needed to complete the investigation for determining root cause. The surgeon indicated the event was not device related. No further investigation for this event is possible at this time.

Event description:
Patient had a left hemi hip where doctor used a restoration modular stem with a unipolar head. Patient has been a chronic dislocater. Doctor opted for revision surgery, removed unipolar head and sleeve, put in a hemi ha cup with an mdm liner and head, stability was achieved with trials and final implants were implanted.